Manufacturer narrative:
Date of death estimated. Date of event estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. Date of implant estimated. The device was not returned for analysis. A review of the lot history record and similar incident review could not be conducted because the part and lot number was not provided. The reported patient effect of death is listed in the supera peripheral stent system instructions for use (IFU) as a potential adverse event. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other patient effects reported in the pmcf are captured under separate medwatch reports. ¿literature attachment: article title "rpt2131801, post market clinical follow-up (pmcf) evaluation report peripheral self-expanding stents".

Event description:
It was reported through the post-market clinical follow-up (pmcf) report, that the supera stent may be related to the adverse patient effects of death. Details are listed in the attached article, titled post-market clinical follow-up evaluation report peripheral self-expanding stents please see the attached post market clinical follow up evaluation report for specific information.